Event description:
Through article journal american journal of hematology study, healthcare professional reported a right side "asymmetry of breasts", "periprosthetic fluid" and "bia-alcl in right periprosthetic capsule". Histopathological markers are reported and specific (cd30 positive and alk negative). Device was explanted.

Manufacturer narrative:
Article citation: rico sayetzi, cerda felip, corona rafael, miranda jorge, moreno sergio, rico enrique, sánchez benito, american journal of hematology study llm abstracts supplement, 10 september 2023, s36 the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl, and seroma.